Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding the customer was hospitalized due to high blood glucose on (B)(6) 2019 from the attorney of the family. Customer had type I diabetic who was diagnosed 7-8 years ago. Customers daughter took them to the hospital where customer was placed in the intensive care unit and discharged the next day. In the evening after the discharge, customers blood sugar was over 600 mg/dl. Customer got home and laid down on a sofa and could not wake up. Customer was taken to the hospital and their blood glucose was 680 mg/dl. Customer spent 4 or 5 days in the intensive care unit and in and out of coma. The insulin pump, reservoir and sensor will not be returned for analysis.